Event description:
It was reported that during triathlon tkr, the 4 in 1 femoral cutting block, one of the locating pins remained in the bone.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
A device history review indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review indicated that there have been similar events for the reported lot. The investigation concluded that the reported fixation peg disassociating from the triathlon 4:1 express cutting block was likely caused by a manufacturing nonconformance. Inspection of the reported device would be required for confirmation. It was concluded from the scope of CAPA that the supplier, (B)(4), had not performed the required press fit operation between the peg and block and had reamed the cutting block hole oversized which led to the pin coming out of the assembly. Stryker reserves the right to re-evaluate this investigation if additional relevant information becomes available. Nonconformance was raised for this and several other concurrent investigations which confirmed the oversized fixation peg holes and lack of press fit between the fixation peg and triathlon cutting block. The supplier investigation, scope and corrective actions are detailed within the nc and corresponding

Event description:
It was reported that during triathlon tkr, the 4 in 1 femoral cutting block, one of the locating pins remained in the bone.